Event description:
The customer reported the following: as the staff was preparing the stellant flex system (serial number (B)(4)) for a procedure, the injector head disengaged from the ocs iii system (ocs iii 0214/17677). No injury or adverse event was reported.

Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Bayer product analysis visually examined a photograph provided for investigation and confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.